Manufacturer narrative:
H10: additional manufacturer narrative: added additional information for b5, b7, f10, d10. H3:evaluation summary: customer report of "occlusion caused by a combination of sino-tubular junction and sewing ring" could not be confirmed through visual observations. X-ray demonstrated wireform intact. Minimal fibrin-like thrombotic material was observed on leaflet 3 at the inflow aspect and a thin film of the material on the surface of leaflet 2 at the outflow aspect. Sutures remained attached to the sewing ring around leaflet 2. Sewing ring cloth was cut in multiple areas around the valve and exposed the valve metal band around leaflets 1 and 3 at the outflow aspect. H10:additional manufacturer narrative: partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement and, less frequently, from mitral valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. In this case, occlusion was caused by a combination of sino-tubular junction and sewing ring. The explanted valve has been returned for evaluation. The reported event was likely caused due to procedural factors. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported through the implant patient registry that a 23mm 3300tfx aortic valve was explanted after implant duration of 2 days due to occlusion caused by a combination of sino-tubular junction and sewing ring. The explanted valve was replaced with a 23mm 3300tfx valve. Per received medical records, the patient presented with severe aortic stenosis, lad, acute respiratory failure and dhf. The patient underwent avr 23mm 3300tfx valve and CABG x1. The valve was well seated and the aortotomy was closed. The patient was weaned from bypass successfully and the sternum was closed. However, the patient developed acute st changes associated with hypotension prior to transferring from or to ICU; which was resolved with vasopressors. Post op tee confirmed seated valve and both coronary ostium's were open. Ifr showed the lad was occluded distally. The patient was in stable condition without st changes or hemodynamic issues. On pod # 2, the patient underwent redo sternotomy with a 23mm magna ease tissue valve and 26mm CABG was performed with bentall procedure. Thrombus was found above the aortic valve. The patient tolerated the procedure well and was transferred to the ICU. The patient developed afib, tachybradycardia syndrome on pod #6 and ep was consulted who was able to place ppm the very same day. The patient had a pacemaker insertion on pod#8 on the second valve that was used during the bentall procedure. The patient was hemodynamically stable and was discharged home on pod # 9.

Manufacturer narrative:
UDI#: (B)(4). In this case, minimal information regarding this procedure was received and attempts to obtain additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been made. Although the reason for the valve explant is unknown, there was no indication or allegation of a device malfunction and/or deficiency contributing to the event. The root cause of this event cannot be determined with the available information. It is unknown whether patient and/or procedural related factors may have caused or contributed to the reported issue.  The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported through the implant  patient registry that a 23mm 3300tfx aortic valve was explanted after implant duration of 2 days due to unknown reason. The explanted valve was replaced with a 23mm 3300tfx valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.